Event description:
The unit was returned because, the customer stated the switch had shorted and would not turn on.

Manufacturer narrative:
The user reported that the switch on the pad became hot and started to melt. Our investigation shows that the wires connecting the power cord to the board had touched a resistor causing the failure. The failure caused the switch housing to deform but the user was not exposed to live components. Our switch supplier has enacted several CAPA projects since the MFR date of this product to reduce the likelihood of this failure recurring.